Manufacturer narrative:
The reported oad was received for analysis. The analysis revealed adhered and embedded biological material on and within the driveshaft filars and crown of the oad, which prevented a test guide wire from passing through the device. The adhered material may have contributed to the device becoming stuck, however this could not be confirmed. Further examination of the handle assembly revealed the driveshaft to have been destructively cut the nose cone. The distal driveshaft filars were found to be deformed and severely stretched. There was no other damage observed with the oad, and when tested the device functioned as intended. At the conclusion of the failure analysis investigation, the root cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the device became stuck in the patient, causing a procedural delay. The target lesion was a chronic total occlusion and was located in the posterior tibial artery. When the oad was activated to treat the lesion, the crown jumped and became stuck in the patient. A procedural delay of two hours occurred while the device was removed from the patient, and atherectomy treatment was not completed. The patient was in stable condition following the procedure.